Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump alarmed for no disposable, pump will not run. The patient could not mix a new cassette because she did not have any spikes therefore, she went to the hospital to resume her infusion without issues. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates are not required. H10: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
B5: additional information received on 05-aug-2022: neither pump is available for return as both are currently with mckesson for repair. Further information unknown; the reported product fault occurred while in use with a patient; the product issue did not cause or contribute to patient or clinical injury; the actual device is available to be returned for investigation. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 6400.